Event description:
It was reported that in preparation for an unspecified procedure, a balloon detachment and shaft break occurred. During removal of the shipment cover off of the flextome otw cutting balloon, the balloon detached from the catheter shaft and the shaft broke. It was a jagged detachment. Resistance removing the cap had been noted, and force was used to remove the protector. The procedure was successfully completed with another of the same devices. There was no patient contact with this device.

Manufacturer narrative:
(B)(4).